Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated that drive support cap was normal. Customer states pump was exposed to a high magnetic field. Customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.